Manufacturer narrative:
Insulin pump passed basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected no delivery or motor error alarms were noted. The motor was tested outside the device and passed. Insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. Insulin pump received with severe scratches on lcd window, missing end cap sticker.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump had button error. The blood glucose reading was 100 mg/dl. The customer also mentioned getting no delivery and motor alarms but he was able to rewind and the device kept functioning. Troubleshooting was performed and found that the customer gave a bolus of more than 8.0 units. The caller stated that the device was dropped before. While troubleshooting found that the customer was using the sensor feature. Explained the customer that a false motor alarm may be caused by viewing the sensor glucose graph while the insulin pump is delivering a bolus. Advised the caller to set the sensor glucose graph time out ot 2, 4, or 6 minutes and to avoid selecting none. Instructed the customer to discontinue the use of the device and revert to back-up plan. No further info was provided.

Event description:
The customer reported that the insulin pump had button error. The blood glucose reading was 100mg/dl. The customer also mentioned getting no delivery and motor error alarms but he was able to rewind and the device kept functioning. Troubleshooting was performed and found that the customer gave a bolus of more than 8.0 units. The caller stated that the device was dropped before. While troubleshooting found that the customer was using the sensor feature. Explained the customer that a false motor alarm may be caused by viewing the sensor glucose graph while the insulin pump is delivering a bolus. Advised the caller to set the sensor glucose graph time out to 2, 4 or 6 minutes and to avoid selecting none. Instructed the customer to discontinue the use of the device and revert to back up plan. No further information was provided.